Event description:
It was reported that pump battery did not charge even though customer used standard charging cable, wall adapter, and working power outlet. There was no reported impact to the customer¿s blood glucose level. Customer followed guidance to leave wall adapter plugged into working outlet for at least 30 minutes, after which pump began charging using original supplies, pump did not shut down, and no further assistance was required.